Event description:
Surgery is scheduled for (B)(6) 2013. Good faith attempts will be made for product return at that time. Clinic notes were received that report a diagnostic result of high impedance dcdc 6 taken on (B)(6) 2013 but no test listed. At this time the patient was unable to tolerate a higher dose on their vns therapy. It is unknown if system diagnostic test or normal mode test. Their vns is not disabled but their off time was changed to 60 mins off the patient was having daily seizures. The patient thinks their vns does not help. Their x-ray review was reported to be unremarkable but not sent to the manufacture for review.

Event description:
A vns treating physician reported that he had a patient who had high lead impedance upon interrogation. Dcdc was 6 on first interrogation and 7 on second. The patient was referred for x rays that have not been provided to the manufacture for review. The patient has no complaints of pain. No report of any fall or injury, manipulation prior to their high impedance being attained they may have caused it . The patient is having seizures but not above baseline. It is unknown at this time if their device is programmed off. The patient was last seen in november 2012 and no report of high impedance at that time but no diagnostics were in the patient's chart. The patient will be referred for surgery but no date set at this time.

Event description:
It was reported that the patient underwent generator and lead replacement. The generator and lead were returned to device manufacturer for analysis. Analysis is underway, but has not been completed to date.

Manufacturer narrative:
Device malfunction suspected, but did not cause a death or serious injury.

Event description:
Their device was disabled (B)(6) 2013. A decision is still pending from the patient's family in regards to whether they will proceed with replacement surgery or not.

Event description:
When the patient's seizures were occurring daily they increased their keppra to 2000 mg bid and increased their clonazepam to 1 mg bid. Their vns was also programmed off at this time on (B)(6) 2013. No surgery planned at this time related to financial reasons.

Manufacturer narrative:
Device was disabled (B)(6) 2013 not (B)(6) 2013.

Manufacturer narrative:
Device was programmed off.

Manufacturer narrative:
(B)(4).

Event description:
Analysis of the lead was completed on 09/25/2013. Note that the electrodes were not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis of the returned 305mm portion the (+) connector ring quadfilar coil appeared to be broken approximately 104mm and 115mm from the end of the connector boot. Scanning electron microscopy was performed on the (+) connector ring quadfilar coil break (found at 104mm) and the area was identified as having extensive pitting which prevented identification of the coil fracture type with mechanical damage. Scanning electron microscopy was performed on the (+) connector ring quadfilar coil break (found at 115mm) and identified evidence of a stress induced fracture (fatigue appearance) with mechanical damage, no pitting and evidence of a stress induced fracture (torsional appearance) which most likely completed the fracture. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. The abraded opening and slice marks found on the outer silicone tubing, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. The abraded openings found on the inner silicone tubes, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the inner silicone tubes. With the exception of the observed discontinuity, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provides evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified. Analysis of the generator was completed on 09/26/2013. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator.